Event description:
The customer reported via phone call that he tried to fill the tubing about five times and the insulin pump was alarming compromised force sensor system during prime and insulin was squirting out of the tubing. The insulin pump was not bumped or dropped. The drive support cap appeared normal. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose/protruded drive support disk. The unit was unable to verify compromised force sensor alarms due to motor error alarms. The insulin pump was received with minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and reservoir tube lip.